Event description:
The pt (B)(6) is a participant in a clinical study. It was reported the pt's leads were reviewed to address a migration issue. Prior to the procedure, the pt reported the stimulation was no longer felt in the intended area. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.